Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon broke while the user attempted to inflate the balloon. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
As per additional information received on (B)(6) 2016, the reporter alleged that the balloon did not break; but, the balloon would not inflate. There was no reported patient injury or adverse event.